Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2008 and mesh was implanted. The patient experienced inability to void immediately post op with two re-admissions within 6 weeks. The patient was taught self-catheterization. Staubli-valve was inserted so that voiding was possible at home. The patient was administered preventative keflex immediately post op. Since the operation, the patient experienced sacrospinous ligament pain, left groin pain, severe pain in lower back, limiting ability to work. From one year post op, it was reported the patient experienced frequently re-occurring utis, despite full emptying of bladder and bladder pain persists. It was reported that the patient is generally feeling unwell in pelvic areas. It was reported that patient has experienced negative affect on ability to have intimate relationships from time of operation. Then from 4 years post operation, erosion of tape into vaginal mucosa with dyspareunia. By 7 years post op, uti¿s increased in frequency to at least monthly. The patient experienced emergence of numbness down right thigh, chronic inflammation and infections. From 2017 the patient experienced renewed inflammation found around pelvic floor repair area. Since 2015, the patient experienced chronic pain in iliac fossa, inguinal area, frequent chronic infections. Investigative tests during first year post op included u/s, CT scan, renal function. No non-mesh related abnormalities found. Eroded tape was found in vaginal mucosa and subsequently trimmed on two separate occasions at 4 and 5 years post op. After trims, pain returned and patient still lives with irritated and painful vagina. Pathology of removed mesh found multiple fragments of tan-brown tissue measuring 10x10x10 millimeter in aggregate. Plastic and metal fibers in specimen. Fibrous tissue found including inflammatory cells and foreign body giant cells. Investigative cystoscopy 7 years post op found more mesh erosion in vaginal wall. It was reported that the patient has been advised that the remainder of the device should be removed as soon as possible. However, cystoscopy indicates that the bladder and urethral tissue has been so damaged by mesh that this poses considerable risk. No additional information is available.